Manufacturer narrative:
Follow-up # 1 ¿ (02/05/2015). The patient¿s meter has been returned on 1/12/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s blood test results in the onetouch ping meter¿s memory had incorrect dates/times. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began in (B)(6) 2014, exact date/time is not known. The patient manages his diabetes with an unknown fixed dose of humalog insulin. The patient reportedly increased his dose of insulin to an unknown amount due to high reading he received on the subject device in (B)(6), (documented under (B)(4)) prior to the alleged issue with the meter¿s memory. The patient did not develop symptoms or receive treatment due to the date/time being missing in the meter¿s memory. At the time of troubleshooting the cca confirmed the meter was not being used for the first time. The issue remained unresolved after troubleshooting. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.